Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and wall power adapter. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed bg by administrating a manual correction injection. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable and wall adapter.